Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a replacement insulin pump and she programmed it but it seemed like the basal rate amount is lower than it should be. Customer stated that the insulin pump might not be delivering insulin every hour and her blood glucose has been high. Customer stated that the basal rate daily total used to be 17.4 units and now it was 3.6 units. Blood glucose value is unknown. Customer was advised to contact the doctor to verify the basal rate setting and call back for assistance programing it.